Manufacturer narrative:
Thank you for informing us of your customer complaint where a carbon sterile sm10 blade broke during a total hip procedure, it also states this was the second incidence of this procedure. Studying the report it does say that a sample is available but further correspondence does state that the sample was discarded at the site. Due to these two blades breaking during a hip procedure, it must be reported to the relevant authorities as it falls into the category of an adverse incident. Thank you for providing the image of the blade in question that is broken across the front of the fitment, but with us not having the blades in question or any sample blades from the same lot numbers or shelf box returned, we are unable to perform the relevant tests that this type of complaint requires to ensure these blades had been manufactured to the surgical blade standard bs 2982 of which we claim compliance. With you providing us with two lot numbers, we have used these to check through our in-process records and we have no deviations or problems that we can link to his complaint, we can also inform you that by combining the two lot numbers, we produced and sold (B)(4) carbon sterile sm10 blades and we have received no further customer complaints of this nature. We hope you will understand that it is difficult for us to comment further due to not having the blades in question or sample blades returned for us to test. If sample blades were to become available and returned, we would be able to perform the relevant tests and issue you a further report detailing our findings. If we can be of any further assistance, please do not hesitate to contact us. We have been unable to establish how these two blades broke during the total hip procedure as we have received no sample blades to test. No corrective action can be implemented as we have been unable to establish the root cause due to not having sample blades returned to test. No preventive action can be implemented as we have been unable to establish the root cause due to not having sample blades returned to test.

Event description:
The following description was provided by the healthcare facility. "Sm10 broke during total hip procedure. Dr (B)(6) was utilizing a 10 blade during the procedure, and it broke in half. The swann-morton branded blade was opened up from a cardinal health std total knee plus iii pack (exp. 2026-09-01). The two parts of the blade were accounted for, and the blade was removed from the sterile field. This was the second incident for this procedure."